Manufacturer narrative:
Analysis was normal. No anomalies were found. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
It was reported that the device was electively explanted and replaced due to an advisory status. No further information was available.

Event description:
New information received indicated that the patient was in stable condition during and post procedure.